Event description:
The account contacted an abbott customer technical advocate (cta) stating they are getting aspiration errors in closed mode when using a cell-dyn 1700 cs analyzer. The customer also states that this is an on-going problem and they are also getting error message "rs-232 com error" along with problems with hemoglobin results. An initial pt result of hbg=8.8 g/dl was obtained in closed mode with no flags generated that would invalidate the result. The sample was repeated on the same instrument in open mode yielding a result of hgb=13.0 g/dl. The sample was again repeated on the same instrument (mode not provided) yielding a result of hbg=13.0 g/dl. No impact to pt management was reported.